Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper initial implant size selection, using too long of an implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient had left side si joint pain relief for several months before complaining of a recurrence of pain symptoms and requesting that an implant be removed. The surgeon determined that the superior positioned implant may have been a bit too proud of the ilium, but that it was not loose or moving. In (B)(6) 2020, the surgeon removed the superior positioned implant and then installed a new, shorter, implant of the same type in a more anterior position. No other preexisting implants were adjusted or removed. The patient's pain complaints resolved following the revision procedure.